Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer and it was concluded that one of the pressure transducers was faulty and needed to be replaced. After replacing the pressure transducer, the system was successfully tested and cleared for clinical use. We have not received any information about which one of the four pressure transducers that was faulty and replaced. The replaced pressure transducer has not been returned for investigation. No logs were received to confirm the reported pressure transducer test failure. Based on the above lack of information, we have not been able to either confirm the reported issue or determine any root-cause why one of the pressure transducers failed.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).